Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2009. It was subsequently reported that the patient fell and radiographs taken revealed the humeral tray fractured. A revision procedure was performed on (B)(6), 2011 to remove and replace the humeral tray.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Manufacturer narrative:
Evaluation of returned device found evidence of fast fracture as a result of bending overload. (B)(4).